Event description:
A facility reported the wrong product type was noted in the packaging when it was opened. This occurred with 3 units from the same lot number. This was noted prior to surgery. The product was not used. There was no pt impact associated with this event.

Manufacturer narrative:
The cartridges in question were not returned for evaluation; however, three opened empty 'b' pouches from the reported lot were returned. Results from the documented product history records were reviewed that indicated c cartridges were mixed with b cartridges at the mfg facility. Details have been reviewed with the appropriate inspection personnel. The investigation, including corrective and preventative action has been initiated. A recall of affected product is in progress. The FDA office was notified of the action by phone on july 1, 2008, followed in writing on july 11, 2008. No add'l complaints have been received for the affected product lots. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info was requested and received on 06/19/2008.